Event description:
It was reported that the pt had an posterior repair procedure in 2007. During placement of the posterior arms, the trocar was re-passed approximately three times in order to get the proper placement. The pt was having rectal and buttock pain as well as a loss of sensation and numbness in the buttock area. Approximately, five months following the initial procedure, the doctor released the distal arms in the operating room. The pt is continuing to experience the same symptoms and is being referred to a uro/gynecologist. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. Pain is a well known potential complication of this type of procedure, the instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.